Manufacturer narrative:
This legal event is being reported as serious injury due to the reported complications with surgical intervention. Internal investigation into strattice lot sp100589 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no related deviations or non-conformances revealed during manufacturing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 4/4/22, of the 261 devices released to finished goods, 231 have been distributed with 16 devices reported as implanted.

Event description:
It was reported through a legal event that a (B)(6) male patient underwent an incarcerated umbilical hernia repair surgery on (B)(6) 2018 at grand strand medical center. During the surgery, the surgeon implanted strattice mesh lot sp100589-246, item 1010002. On (B)(6), 2019, the patient underwent surgery in which the second surgeon: lysed adhesions between the mesh, omentum, and the loop of the small bowel, and removed the mesh in its entirety, resected a portion of the small bowel due to concern of possible fistula formation.